Event description:
It was reported a stroke occurred. The patient was not on anticoagulants due to a pre-existing pericardial effusion that was known. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulse-field ablation were being performed under general anesthesia. Intracardiac echocardiogram (ice) imaging was utilized. A watchman trusteer access system (was) was positioned at the laa and a 31 mm watchman flx pro closure device and delivery system (wds) were advanced. The wds was deployed and implanted with complete seal noted. The concomitant procedure was concluded. When the patient was waking up from general anesthesia in the recovery unit, right sided weakness and visual impairment was noted. A magnetic resonance imaging (MRI) of the brain was performed which revealed foci of diffuse restriction in left frontal lobe and acute/subacute ischemia was concluded. Seven (7) days post index concomitant procedure, the patient was discharged to a skilled nursing facility for further physical therapy and monitoring due to continued right sided weakness.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a stroke occurred. The patient was not on anticoagulants due to a pre-existing pericardial effusion that was known. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulse-field ablation were being performed under general anesthesia. Intracardiac echocardiogram (ice) imaging was utilized. A watchman trusteer access system (was) was positioned at the laa and a 31mm watchman flx pro closure device and delivery system (wds) were advanced. The wds was deployed and implanted with complete seal noted. The concomitant procedure was concluded. When the patient was waking up from general anesthesia in the recovery unit, right sided weakness and visual impairment was noted. A magnetic resonance imaging (MRI) of the brain was performed which revealed foci of diffuse restriction in left frontal lobe and acute/subacute ischemia was concluded. Seven (7) days post index concomitant procedure, the patient was discharged to a skilled nursing facility for further physical therapy and monitoring due to continued right sided weakness. It was further reported the pre-existing pericardial effusion was known to be chronic. The patient did not require any interventions immediately to manage the stroke. The patient was on aspirin at the time of the event.